Event description:
Provider alleges consumer alleges he was going around a bank and attempting to power the unit off but to no avail the scooter would allegedly continue running. He alleges that the throttle was not depressed and the key was removed but the scooter would keep continuing to roll at full speed. He circled his bank multiple times before allegedly hitting a curb, jumped it, and slammed into the wall of the bank.

Manufacturer narrative:
The alleged condition (unintended motion) could not be duplicated.

Event description:
Provider alleges consumer alleges he was going around a bank and attempting to power the unit off but to no avail the scooter would allegedly continue running. He alleges that the throttle was not depressed and the key was removed but the scooter would keep continuing to roll at full speed. He circled his bank multiple times before allegedly hitting a curb, jumped it, and slammed into the wall of the bank.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.